Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the technician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the technician was unsure if the shuttle was fully advanced as the advancer tube was not exposed after the sheath was withdrawn from the tissue tract. The patient was converted to manual compression for 21 minutes, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the advancer tube abutting the balloon. The sealant was separated from the catheter shaft. The advancer tube was engaged to the distal tamp lock and the proximal end was slightly damaged. The catheter shaft and shuttle cartridge were inspected for presence of kinks and deformity that may have obstructed the device path during deployment. The catheter shaft had a kink between the distal and the proximal tamp locks. Because of the small packaging of the device as received, it is unknown if the kink occurred during the procedure or in transit. The review of the lhr (lot f1309401) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the reported advancer tube not exposed failure and the probable root cause for the reported failure to deploy could not be conclusively determined.